Event description:
The lay user/pt called lifescan (lfs) in 2005 and alleged that the pt's meter was prompting an error 5 message. The medical affairs specialist (mas) mailed a letter the 4th day, since the user could not be reached by telephone for further clarification. The pt was obtaining an error 5 message. He reported experiencing frequent urination. He attempted to test on his meter until he obtained a result of 345 mg/dl. He contacted his dr and a lab test was ordered. The lab result was not provided. It would have been helpful to know how long the pt was unable to test, if any treatment was given, and if the pt made any changes to his medication regimen. The meter issue was resolved with troubleshooting.